Event description:
It was reported that patient presents with tea colored urine, shortness of breath, elevated lactate dehydrogenase (ldh), elevated total bilirubin (tbili) and liver function tests (lfts). The patient had history of pump thrombosis twice. There were no unusual events recorded in the log file event history. Pump thrombus on (B)(6) 2020, is reported under MFR# 2916596-2020-00993. Pump thrombus on (B)(6) 2022, is reported under MFR # 2916596-2022-12831.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. The system appeared to be operating as intended, and there were no notable events or alarms in the log files. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hemolysis and hepatic dysfunction. No further information was provided. The manufacturer is closing the file on this event.